Event description:
It was reported, during placement of the dialysis catheter in 2003 a non-compliant/ combative pt moved twice and attempted to get off procedure table. During placement of the guidewire the pt moved a third time and the guidewire tore the junction of the jugular at the subclavian. The pt experienced bleeding and subsequently expired. This device was destroyed by the user facility. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. The co believes user technique and the pt's inability to remain still and on the table during the procedure contributed to this event. However the co is unable to determine the relationship between the device and the cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.